Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of the helium loss alarm is confirmed based on the customer picture of the recorder strip provided with the complaint report. The root cause of the complaint is undetermined. If the part is returned or additional information is received at a later date, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had frequent/persistent helium loss 2 alarms therefore the perfusionist swapped the iabp. The patient was a transfer from an outside hospital with the competitors intra-aortic balloon (iab). The rn called the perfusionist on call to report the alarms. The alarms continued on the second pump therefore the perfusionist exchanged the adapter on the iabp after confirming that all of the connections were tightened. The iabp has been pumping with no alarms since the adapter was exchanged. There was no blood noted on the driveline. The patient was reported to be stable with no complaints of chest pain. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had frequent/persistent helium loss 2 alarms therefore the perfusionist swapped the iabp. The patient was a transfer from an outside hospital with the competitors intra-aortic balloon (iab). The rn called the perfusionist on call to report the alarms. The alarms continued on the second pump therefore the perfusionist exchanged the adapter on the iabp after confirming that all of the connections were tightened. The iabp has been pumping with no alarms since the adapter was exchanged. There was no blood noted on the driveline. The patient was reported to be stable with no complaints of chest pain. There was no report of patient complications, serious injury or death.